Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte luer access split-septum stand-alone device did not drain fluid during the puncture. This occurred with 6 different sets during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse found that the product does not drain fluid during the puncture. According to statistics, there are about 6 damaged products,because the product was contaminated, the problem product could not be kept and has been recycled."

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device did not drain fluid during the puncture. This occurred with 6 different sets during use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse found that the product does not drain fluid during the puncture. According to statistics, there are about 6 damaged products,because the product was contaminated, the problem product could not be kept and has been recycled."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. : see h10.